Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was received with blood on the device. Microscopic inspection of the hypotube, distal shaft and tip revealed numerous kinks in the distal shaft and a complete separation at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 04-oct-2016. It was reported that catheter shaft kink occurred. A guidezilla¿ guide extension catheter was selected for use. During procedure, the guidezilla¿ was used to deliver a non bsc stent; however, it was noticed that the shaft was kinked. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, device analysis revealed a complete separation at the collar.